Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device. Reportedly, and unspecified issue occurred, however device analysis noted [the distal end of the guide tube was prolapsed. The proximal end of the guide was broken and held in place at the noted guide tube prolapse]. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The insufficient information was observed as a needle to cuff miss and guide break. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The observed needle to cuff miss and reported unexpected medical intervention appears to be related to operational context. It is likely an interaction with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Factors that may contribute to a guide break include, but not limited to, challenging anatomy, high angle of insertion or excessive downward force. It is unknown when the observed guide break occurred; therefore, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.